Manufacturer narrative:
Correction: h6 device code "1036 - signal artifact" should have been previously reported

Event description:
New information noted that the patient is right atrial lead dependent and experienced lethargy upon physical exertion. The lead was oversensing noise resulting in pacing inhibition. The lead was explanted and replaced on (B)(6) 2020 and the patient's condition was stable throughout the event.

Manufacturer narrative:
Correction: this report is related to MFR 2017865-2020-07137.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. A partial lead with the distal portion measuring 48.0 cm was returned for analysis. Internal insulation abrasion was noted at 24.9 ¿ 26.1 cm from the distal tip resulting in a hipot test faiure between conductors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-18509. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right atrial lead exhibited two low pacing impedance values that eventually returning to normal as well as episodes of noise. No intervention was performed. In addition, it was noted that the patient had an abandoned right ventricular lead that was capped for an unspecified issue. The patient's condition was stable throughout the event.